Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a faulty cable and a smashed connector tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation "error message" was occurred due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic ureteroscopy, laser lithotripsy, and stent placement the camera head experienced an error message. After a 10-minute delay, the procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that during a therapeutic ureteroscopy, laser lithotripsy, and stent placement the camera head experienced an error message. After a 10-minute delay, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.